Event description:
It was reported that a spectrum infusion pump's 0 and 1 keys were not responding. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "inoperable keypad (0 and 1 keys)." The 0 and 1 keys caused by a failed keypad. The failed keypad was replaced. Statement for MDR keypad: baxter has initiated a CAPA to further investigate this issue.